Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for serial number (B)(4). The receptacles of the digi-flow were not plugged well to the connector. Also, the batteries were replaced. Reference: complaint (B)(4).

Event description:
Cardiohelp (serial number (B)(4)) was delivered to (B)(6) in the (B)(6). According to the reporter, the unit is not storing zeroing calibration data. At start up, the cardiohelp reading begins with a zero flow of -4.00 l/m. After zeroing it works all fine. After powering off and on, the zero flow is -4.00 again. The second cardiohelp reading begins with a zero flow of +2.00 l/m. The same results were received after zeroing (works fine) but after powering off/on, the zero flow is +2.00 again. The flow probes were changed from one cardiohelp unit to another cardiohelp and problem still existed. The -4.00 l/m remained the same. Note: complaint (B)(4) referenced to serial numbers. The additional serial number will be submitted under MFR report # 8010762-2014-00546.